Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the right ventricular channel. The lead was capped and replaced. The patient tolerated the procedure well.

Event description:
New information states that the event was discovered during an interrogation, prior to a scheduled generator exchange. The procedure was postponed at the time to consult an electrophysiologist about the condition of the lead.